Event description:
Procedure: gastric bypass. Reportedly, the instrument was breaking the needle as it was being toggled between the jaws. A new instrument was used to complete the case. No patient injury.